Manufacturer narrative:
The observed internal cannula tear is related to action #98586. Corrosion was observed on the mechanism rail and the piezo. The pod generated an 0x3d alarm, indicating step sensor asserted before wire driven. No timeouts or drive stalls occurred. A tear was observed on the internal portion of the soft cannula, from which fluid was observed to leak. No damages or deficiencies that would result in the device over delivering insulin were observed. Inspection of the patient history buffer data showed that the automated glucose control algorithm functioned as intended, appropriately adapting to changes in estimated glucose values and suspending insulin suggestions as expected. The internal cannula tear and subsequent leak are confirmed as the root cause of the internal corrosion and 0x3d alarm. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.1, hardware: iphone17.3, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was questioning the bolus calculation as they were running on the low side all night. The patient stated they checked their dexcom g6 which was reading 43 mg/dl, and when checking their blood glucose value via a fingerpick, it was 63 mg/dl. The patient stated that the pod had paused insulin 8 x during the night and the patient treated the low with ginger ale and glucose levels came back up. The device evaluation found a tear in the cannula.